Event description:
It was reported that an inappropriate vf episode caused by lead noise was observed. It was indicated that the oversensing may have occurred due to an insulation abrasion and was suggested to consider performing isometrics to reproduce any noise along with serial lead impedance testing. It was later noted that the patient returned to the clinic, noise was not reproducible, and the physician decided to monitor the lead. Lead remains implanted. The patient was stable.